Manufacturer narrative:
Section h11 of initial medwatch report indicates: outside united states service facility. Section h11 of initial medwatch report 001 should indicate: field. Section h11 of initial medwatch report indicates: stryker evaluated the customer's device and verified the reported issue. Stryker continues to investigate the reported failure and will submit a final report with our findings. Section h11 of initial medwatch report 001 should indicate: a third party service agent evaluated the customer¿s device and could not verify or duplicate the reported issue. The cause of the reported issue could not be determined. The device passed functional and performance testing and was returned to the customer.

Event description:
The customer contacted stryker to report that their device was turning off unexpectedly. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker continues to investigate the reported failure and will submit a final report with our findings.

Event description:
The customer contacted stryker to report that their device was turning off unexpectedly. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.